Manufacturer narrative:
It was reported that the cardioplegia monitor was not working. As stated by the ssu india via email communication on 2020-11-10 the problem was resolved by replacing the cardioplegia monitor unit (cmu). The product in question was produced in 2013-07-18. The review of the non-conformities during the period of 2013-07-18 to 2020-11-23 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences can be excluded the reported failure could be confirmed. The most probable root cause for the defective cmu (cardioplegia monitor unit) could not be determined. It is unknown when the event occurred, was the device being used for treatment of the patient the hl20 in question was responsible for this complaint/event. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint #(B)(4).

Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available.

Event description:
It wa reported that the cardioplegia monitor was not working. Complaint#: (B)(4).